Event description:
Reporter indicated that vns patient was hospitalized approximately one month post-implant with possible pancreatitis, clusters of seizures and elevated temperature. The patient had reportedly also developed oedema over the generator site. The generator was programmed to off during hospitalization and the patient was discharged after their condition settled with plans to program the generator back to on in approximately two months. The patient was hospitalized a second time with swelling over the generator site at which time 10 ml of pus was aspirated on two occasions. The generator was explanted. Investigation to date has been unable to determine whether infection was present.